Event description:
Related manufacturer report number: 2017865-2022-50918. It was reported during remote follow up that the pacemaker exhibited oversensing due to right ventricular lead noise. A possible header anomaly was suspected. The system will continue to be monitored. The patient was stable and asymptomatic.